Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead system exhibited high out of range pacing lead impedance and no capture at maximum output. The lead configuration was reprogrammed. Attempt to obtain additional information was unsuccessful. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.